Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. On the same day the sensor had been inserted, the patient noticed that under the entire sensor patch there was redness and blisters. The patient went to his dermatologist and received a prescription for oral gabapentin. At the time of the report the patient was doing okay. No additional patient or event information is available.